Event description:
The consumer reported he lost the patient programmer and had a complaint towards to pouch's function on being able to hold the patient programmer. The patient wanted to suggest the implantable neurostimulator recharger (insr) to be capable of adjusting settings and amplitude like how the patient programmer could. An order was processed for the lost patient programmer. It was also noted the patient had gotten spasms in his back which had resolved after a couple of days in (B)(6) 2015. The patient noted the first time it occurred was after a rough airplane ride. It resolved after a couple of days. The patient mentioned he brought it up with the healthcare provider (hcp) who suggested possible reprogramming to help. But, the patient stated it was ok because it worked itself out. The patient noted not taking pain medications since receiving the implant and that the implant worked well for him. Relevant medical history included non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.